Event description:
Fill volume: 400cc. Flow rate: 6cc/hr. Procedure: unknown. Cathplace: unknown. Date of surgery: (B)(6) 2020. Additional information received on 19-feb-2021 stated it was reported the device infused within 48-hours. The device was supposed to infuse the entire volume within 72-hours. There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30033615, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 17-mar-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical, inc. Received a single report that referenced eighteen different incidences, which were associated with separate units, involving eighteen different events. This is the eighteenth of eighteen reports. Refer to 2026095-2021-00015 for the first event. Refer to 2026095-2021-00016 for the second event. Refer to 2026095-2021-00017 for the third event. Refer to 2026095-2021-00018 for the fourth event. Refer to 2026095-2021-00019 for the fifth event. Refer to 2026095-2021-00020 for the sixth event. Refer to 2026095-2021-00021 for the seventh event. Refer to 2026095-2021-00022 for the eighth event. Refer to 2026095-2021-00023 for the ninth event. Refer to 2026095-2020-00024 for the tenth event. Refer to 2026095-2021-00025 for the eleventh event. Refer to 2026095-2021-00026 for the twelfth event. Refer to 2026095-2021-00027 for the thirteenth event. Refer to 2026095-2021-00028 for the fourteenth event. Refer to 2026095-2021-00029 for the fifteenth event. Refer to 2026095-2021-00030 for the sixteenth event. Refer to 2026095-2021-00031 for the seventeenth event. It was reported via FDA medwatch / FDA user facility report # mw5098470 the following information: approx 18 patients(still collecting data, (B)(6) 2020 utilizing the on q elastomeric pump 400ml, with ropivacaine o 2%, had pump empty prior to intended infusion duration resulting in several hours of no pain relief as promised, most patients were discharged and so couldn't provide another pump anticipated infusion time ranged from 55-110 hours, but resulting infusion time was 34-72 hours FDA safety report ID# (B)(4)

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 30042554, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 04-feb-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.